Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed obtaining blood glucose readings of "195 mg/dl" with the subject meter and "145 mg/dl" on another device, performed within 30 minutes of each other. At an unspecified time prior to obtaining the alleged inaccurate reading, the patient informed the cca that he had developed symptoms of "a headache and upset". The patient's reported symptoms do not meet lfs' criteria of a serious injury. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting.